Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). One implant and 1 unknown screw were returned for investigation. Visual evaluation of the as returned product identified the fractured collar of the implant. Implant itself was not returned. Unable to test screw threads due to seal in the crown. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was high bone density (type I). The reported devices were located on tooth # 46 (fdi) and were used for approximately 6 years, 8 months. The customer did not provide any pictures or x-rays. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev j - 01/08/2022. Information identified: warnings and precautions. Per the applicable IFU, breakage/device failure may occur following improper techniques used and when device is loaded beyond its functional capability. Document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: contraindications, warnings, precautions and potential adverse events. Per the applicable IFU, it is stated that overloading and improper technique may lead to device failure such as screw loosening. DHR review: DHR review was completed for the subject lot number (2012030153). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2012030153) for similar events and no other complaint was identified. Review completed utilizing keywords: ¿implant fracture" & "loosening.¿ post market trending review: february post market trending was reviewed and there were no actionable events or corrective actions for the reported events (implant fracture & loosening) or product (unknown biomet screw & xifoss410). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, implant malfunction did occur, and the reported event (fracture implant) was confirmed following visual evaluation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported fracture of implant collar at tooth site 46 with inflammation. On (B)(6) 2022 patient came to medical center, doctor noticed that crown with abutment screw were loose. After uncovering doctor determined that at implant collar a small piece fractured and implant has to be removed. Patient has been rescheduled for removal of implant in january 2023.